Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the heartstart mrx was failing the operational check for a shock equip malfunction and delivering incorrect energy during the operational check.